Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) alarmed when the patient connected to the mpu. This alarm stopped when the cord was moved. The patient received a replacement mpu on (B)(6) 2023 and experienced low voltage alarms on (B)(6) 2023. A log file review revealed a low power advisory alarm on (B)(6) 2023 while tethered on batteries due to depleted batteries in-use / normal battery depletion. The event log displayed multiple intermittent strings of power cable disconnect and no external power alarms on (B)(6) 2023 thru (B)(6) 2023 while tethered on the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of atypical power cable disconnect and low voltage alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 from 20:30:31 ¿ 23:29:15 and (B)(6) 2023 at 4:41:26 and 4:41:32 ¿ 4:41:34, while connected to the mobile power unit (mpu), intermittent low voltage and power cable disconnect alarms were active due to rsoc invalid faults associated with both power cables being outside the expected voltage range. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active in the logfile. The heartmate mobile power unit (s/n: (B)(6)) was returned to the service depot for analysis. The unit was found to be in good condition. The mpu was connected to a mock loop and ran for several days. The mpu functioned as intended and the reported event was unable to be reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. D, section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.